Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 900 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated in hospital. Customer's blood glucose value was 900 mg/dl at the time of the incident. Customer's current blood glucose value was 200 mg/dl. Troubleshooting was performed. The customer admitted to hospital on (B)(6) at 3:30 pm. The blood glucose value when admitted to hospital was 900 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professionals was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test and displacement test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.